Event description:
Caller tested 3.4 inr on the coaguchek xs system while a professional method returned as 2.6 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).